Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient presented for an elective device replacement procedure. During the procedure, it was discovered that the right atrial lead exhibited high out of range impedance. The lead impedance was stable prior to procedure. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout the procedure.